Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. Additional information was requested and the following was obtained: please provide patients comorbidities. Preoperative: dyslipidemia and moderate hepatic steatosis. How was the source of the bleeding identified? Through abdominal tomography.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. Additional information was requested and the following was obtained: I need to inform you that we have received a notification about the patient. In which he died. Talking to dr.(B)(6) the information he put in the report was: obesity grade 3. Bleeding after bariatrica surgery. Renal and hepatic insufficiency. Duodenal ulcer. Refractory septic shock. Due to the information acquired, the doctor informed that the patient was complicated because there were several health factors. He does not know the cause of death, the family did not make autopsy.

Event description:
It was reported that a bariatric surgeon performed the removal of the gastro entero rod in a surgery of bypass revision. When stapling, there was no bleeding or anything that would lead to believe that there would be damages. However, on (removed) the patient was reoperated, and they observed a clot around where the removal of the gastro entero rod was performed. The patient was kept hospitalized due to renal insufficiency. Some information collected highlights that the patient had health issues, however, is now stable.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information received: patient had already had a bariatric surgery many years ago, and on (B)(6), 2023 underwent revision surgery. At the time of surgery, the clip formed correctly, and everything went fine. However, after surgery she began to present some comorbidities, and was re-operated on (B)(6), 2023, when they observed the clot on the rod. It was raised that the patient already had some type of disease, but they did not know which. It was not possible to specify if the problem occurred due to the material or patient. The hospital has other reloads of the same lot and no problems have been reported on other occasions. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patients comorbidities? Detailed description for all steps of the surgical procedure. Why was there a need for reoperation? Why does the surgeon believe the reoperation was necessary due to the difficulty with the stapler? Please clarify what is meant by 'gastro entero rod'? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.